Event description:
The clinical educator of sicu at (B)(6) reported that a nurse was preparing an fms kit and her finger went thru balloon prior to insertion into the patient. The fms had not been inserted into patient when this occurred. The sales territory manager replaced the product.

Manufacturer narrative:
Based on the available information, medical determination is that a recurrence of this malfunction is likely to lead to or contribute to a serious illness to a patient. A malfunction that leads to an increase in the leakage of fecal material from the device exposes the patient to the risk of wound contamination which may result in wound infection. Although the risk of wound contamination by fecal matter is greatly reduced with the use of the flexi-seal fms device when compared with other methods, the possibility cannot be completely ruled out. The product insert under precautions and observations warns end users to provide for skin care and interventions as some 'leakage of stool around the device' is to be expected. In the hospital settings where these devices are used, the standard clinical practice is to cover wounds with appropriate barrier dressings to facilitate healing nad to further reduce the risk of fecal contamination. No additional patient/event details have been provided to date. Should additional information becomes available, a follow up report will be submitted. A return sample for evaluation is not expected.